Event description:
It was reported the battery was no longer taking the charge following a car accident in 2008. The battery was replaced. The patient stated she might have this one explanted because she did not want to have surgery again if she had a car accident. She stated her current device is working and she is working with her current doctor. The patient requested to have her device reprogrammed. The patient was referred to her physician and the manufacturer representative has left a message for the patient and was waiting for her to call back.